Manufacturer narrative:
Concomitant medical products: b braun 150ml pab container of 0.9% sodium chloride injection usp, therapy date: (B)(6) 2015. The customer¿s report of the IV set spike slipping out of the infusion bag was confirmed and replicated. Visual inspection of the set noted that the tubing spike did very easily become dislodged from the IV bag. There were no other anomalies observed. Functional testing was performed and the connection was found to be much more secure while spiking the set to a bag of 10/90 bleach and water solution (for disinfection), and then to a bag of dyed blue water (for test flush). After the set had been drained and cleaned, it was re-attached to the 0.9% nacl bag, and was not observed to become loose or slip out from the medication bag. The root cause of the reported failure was determined to be user technique.

Manufacturer narrative:
Correction: initial reporter address.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that while a nurse was attempting to infuse a bag of 160 mg of azacitidine the tubing spike literally slipped out of the bag and spilled on the nurse's ppe gown and glove. There was no harm reported.